Manufacturer narrative:
(B)(4).the lvad pump will not be returned for evaluation as it was disposed of due to the infection. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient expired on (B)(6) 2014. The patient had right sided heart failure verified by echocardiogram. The right side had been failing for several months prior to the patient¿s death. The patient sustained a new driveline infection and that caused his failing right heart to decompensate. This was evidenced by severe liver congestion leading to an elevated international normalized ratio and liver function tests. The patient became obtunded and anuric leading to metabolic derangement. His pulsatility index ran low but flows were consistently adequate. The patient retained several kilos of fluid. The patient ultimately expired. The patient's equipment was discarded due to infectious disease concerns.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.